Event description:
The reporter stated the surgeon inserted a 12.5 mm icm125v4 implantable collamer lens and the icl tore close to the optic. The lens was removed with no pt injury. The lens was not exchanged for another lens. The pt is doing ok.